Event description:
It was reported that during an unk procedure, the stapler is not triggered after the first reload. Op with new one successfully carried out. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4: batch # 336d13. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. In addition another reload was received partially fired 1/10. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 336d13, and no non-conformances were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? The stapler did not fire. No staples delivered, no staples formed, no staple line. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Device did not fire. Device did not cut. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No difficulties opening the device